Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine interrogation. Upon examination, the right atrial lead exhibited noise and low impedance measurements. Multiple low atrial impedance measurements were noted on trend over the last 12 months, and the physician determined the atrial lead noise was chronic for more than 12 months. No intervention was performed. The patient was stable.